Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and instructed to call back if any codes recur. The caller acknowledged and understood the instructions.